Event description:
A non healthcare professional reported that lens was stuck in the cartridge during intraocular lens (iol) implant procedure. The procedure was completed on the same day with the replacement lens. Additional information has been requested.

Manufacturer narrative:
The lens was not returned stuck in a cartridge. The lens was returned positioned incorrectly in the lens case in the lens carton. Viscoelastic was dried on the lens. The optic edge has an area that was broken and an area that was chipped. The anterior optic surface was scratched. The posterior optic surface was scuffed. Product history records were reviewed and the documentation indicated the product met release criteria. Associated product information was not provided. It is unknown if qualified products were used. The product investigation could not identify a root cause for the reported complaint of "stuck in cartridge" because the sample was not returned in the reported condition. The lens was returned in a lens case with solution and optic damage. Multiple attempts for additional information were made. Based on the completed questionnaire, it is unknown if a qualified cartridge, handpiece and viscoelastic combination were used. The IFU instructs: company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The manufacturer internal reference number is: (B)(4).